Event description:
It was reported that the patient experienced the device stopped working due to a break in the tubing leading to reservoir fluid leak with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new 18cm x 12mm inflatable penile prosthesis has been implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced the device stopped working due to a break in the tubing leading to reservoir fluid leak with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new 18cm x 12mm inflatable penile prosthesis has been implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was reported that the tubing break and fluid loss was due to the tubing being wore out over time.

Manufacturer narrative:
Additional information: event.